Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device halted after partial boot sequence. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was verified, however, after reloading the software on to the monitor board the malfunction could no longer be duplicated. The device was put through extensive testing without further replicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.